Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient felt that they were dehydrated and vomited. The patient decided to go to the emergency room and was treated with IV (intravenous) fluids and with a medication pramin. The patient was discharged after 4 hours in good general condition. The patient was prepped for the procedure and was not under anesthesia. A repeat procedure was not necessary.